Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. It was reported that on (B)(6) 2024, the patient experienced issue with two infusion sets were fell off during use. The first event occurred by mistake by patient and second event occurred during swimming. No further information available.